Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support (cts). Cts advised the customer to replace the cartridge.